Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbsagii result is unknown. The results of the sample were not reproducible. The initial result was (B)(6) but upon repeat in duplicate they were (B)(6). Based on the information provided, there was a possible issue with the sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Different brands of tubes require different durations of centrifugation and speeds, it is imperative to follow the proper guidelines indicated by the tube manufacturer. The sample was centrifuged for 1 minute at 10,000 trs/min. The instrument is performing within specifications. Qc results were acceptable. No further evaluation of the device is required. The limitations section of the instructions for use states: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed a positive advia centaur xp hbsagii result that was (B)(6) on a second advia centaur system and an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hbsagii result.